Event description:
It was reported that the tips of two guidewire in seldinger kits was found bent upon opening of the package. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu1218 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refu1218) have been reported from the same facility in (B)(6).